Event description:
The inferior vena cava (ivc) filter failed to deploy and got stuck in the delivery sheath after the tip was partially unsheathed. The surgeon began removing the sheath/filter and it temporarily became stuck in the subcutaneous tissue at the groin insertion site. The sheath was removed with a hemostat. There was no bleeding and no patient injury per the surgeon. A second filter was deployed successfully. The vendor was contacted and the device was saved.======================manufacturer response for vena cava filter, meridian (per site reporter).======================vendor has the ivc, in question, for investigation.